Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection, the visera elite ii video system center, connected to a scope did not have an image, and displayed a color bar. It was also reported, the device had an issue with the touch panel. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The device was in good physical condition. The evaluation did not reproduce the reported failures: lack of image and malfunctioning front panel. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. The DHR confirmed that the subject device was shipped in accordance with the specifications. Definitive root causes for the issues were not established. However, it is probable that the image problem occurred because of a poor connection. A potential cause for the reported front panel malfunction was not identified. Olympus will continue to monitor field performance for this device.